Event description:
On (B)(6) 2013 it was noted patient had an alert of low shock impedance and low rv pacing impedance measurements. The physician and facility is unknown. No other inforamtion is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).